Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. The exterior of the cycler shows no physical damage. During the simulated treatment of the device the machine passed all test performed without any failures or problems. The cycler weighed fill volume values were within tolerance. The cycler programmed displayed fill and drain volume values were within the tolerances. The testing of components had no failures. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the DHR review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient's peritoneal dialysis nurse that in cycle 4 of treatment, the patient's cycler filled the patient with 2,496 ml of solution, an drained out 4,918 ml of effluent. The prescribed fill volume for this patient was 2,500 ml. The reported large drain of 4,918 ml was 197% of the prescribed fill volume. No injury was alleged as a result of the overfill, but the patient remarked that they felt a discomfort that was not painful, but also not normal for the patient. No medical treatment was sought by the patient; the patient drained the fluid as they normally would, with no other impact. No medical records specific to this incident were generated, and therefore none were available upon request.